Event description:
It was reported inside statlock are 2 little blue tabs (sliding post retainers) that have posts that insert into "wings" of the PICC ine. The right blue tab is locked and immobile within the statlock. As a result, nurse had difficulty placing PICC "wings" and pulled line 4cm. We put another on. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stuck sliding post is confirmed and was determined to be manufacturing related. One statlock device with a tricot pad and adjustable posts was returned for evaluation. An initial visual observation showed the right sliding post was outside of its track and wedged underneath the retainer. A microscopic observation revealed no damage on the right retaining bumps of the retainer. Some damage was observed on the upper track of the retainer. The location of the right sliding post and the lack of damage on the retaining bumps of the retainer suggest that the right sliding post was assembled incorrectly during manufacturing, which caused the sliding post to become stuck. Photographs of the returned sample have been forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.